Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the presenting electrogram showed noise, and the clinician suspected that there had been atrial lead issues previously, since the atrial pacing had been programmed off. The right atrial (ra) lead remains in the patient. No patient complications have been reported as a result of this event.